Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on c/a board sn (B)(4). Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain (p010030/s041) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.